Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the potassium (k+) was not reading properly (inaccurate). The device was not changed out, as the customer relied on laboratory results. The surgical procedure was completed successfully, and there were no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.